Event description:
User facility reports the following: the tubing from the extension set disconnected completely from the distal hub which it had been inserted during the mfg process. This led to bleeding and leakage, requiring the pt to present themselves to the emergency room for urgent management of the leak and replacement of the extension set.